Event description:
Additional information was received that a revision procedure was performed where the s-ICD and electrode were explanted due to an infection.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that one month post implant the patient was hospitalized due to a blister at the xiphoid site. Later that month a procedure was performed to drain the xiphoid. The xiphoid incision site is not healing and is currently growing a staphylococcus infection. The patient has been receiving oral antibiotics and received intravenous antibiotics during the previous hospitalization. The patient will be scheduled for an extraction of the entire s-ICD system in the future. At this time the s-ICD and electrode remain in service and no additional adverse patient effects were reported.